Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an off no power alert and the display went blank. The customer¿s blood glucose level was 220 mg/dl. The customer states they got a couple of power off error codes and they were sent a new battery cap. The customer did not receive a low battery alert prior to the off no power alert. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer declined to troubleshoot for blank display. The customer states this is not the second occurrence of off no power without a low battery warning. Advised to insert a new battery per IFU. New battery resolved the issue. Advised to monitor the pump. The insulin pump will not be returned for analysis.